Manufacturer narrative:
Additional information: the device was manufactured between march 22, 2016 and march 23, 2016. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor device ruptured. The event was further described as after filling the solution the bladder ruptured. The event occurred prior to use; therefore, there was no patient involvement. No additional information is available.